Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. The reason for call was patient reported they need an MRI of the hand but they have not charged or used the therapy since it was implanted. Patient reported after the trial she didn't have the headache and they did the implant that week and after the surgery they turn on the ins and it burned her head even when they decreased the stimulation so she turn off the ins and never used or charged the ins again. Patient stated in 2014-2017 she saw a nurse practitioner at university of (B)(6) and got help with botox injection to help her headaches and that has been helping her. Patient stated her doctor is no longer there but she does not need to see hcp. Patient stated the ins is in the back and the lead wires go up her shoulder to the back of her head. Patient services (ps) reviewed ins in possible overdischarge stated and recommend patient consult with hcp ofc regarding restarting the ins and confirmed the ins is off. Ps reviewed device function. Redirected caller to their healthcare provider (hcp). Patient asked to have MRI of her hand but haven not used or charged the ins since 2010. Patient asked about removing the device to have MRI. Ps reviewed device function information and MRI information.

Manufacturer narrative:
Continuation of d10: product ID: 3778-75, serial#: (B)(6), implanted: (B)(6) 2010, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(6), ubd: 13-oct-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.